Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the sales rep's 6-12mm twistr reamer broke at the hub between the j-lock and above the sizing portal. The sales rep stated that there were no procedural or anatomy factors that contributed to breakage. The case was completed with another like-device without patient harm. There was a two minute delay to switch the devices. The device is returning for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the twistr reamer broke at the hub between the j-lock and above the sizing portal confirming the complaint condition.the root cause for the reported failure could be user mishandling of the device,however it was mentioned that there were no procedural or anatomy factors that contributed to breakage.hence the definitive root cause cannot be determined. A manufacturing record evaluation was performed for the finished device a1805003 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).